Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, the radio frequency (rf) chip was no longer working. The patient was pacemaker-dependent, so a software upgrade was not performed. The stable patient was set up with an inductive merlin monitor and will continue to be monitored.